Event description:
It was reported that the customer experienced high blood glucose levels and noticed that her reservoirs all had air bubbles. The customer's blood glucose level was 383 mg/dl. She was not able to remove the air bubbles. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)